Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
On (B)(6) 2017, a 6f angio-seal sts plus device was deployed however bleeding did not stop. Manual compression was held for 10 minutes and hemostasis was achieved. The next day the patient's ankle brachial pressure index was lower than preoperatively, 0.7 to 0.5. A small hematoma was confirmed at the site. An ultrasound revealed material around the anchor that the physician presumed was the collagen sponge. The patient was asymptomatic. The patient was monitored and remained hospitalized over night. On (B)(6) 2017, the patient was discharged from the hospital.